Event description:
The customer reported a crack on the minicap was found. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received. A follow-up report will be submitted upon completion of the evaluation.

Event description:
The account alleged the rails on the bed will not stay up.

Manufacturer narrative:
(B)(4). The customer report of a crack on the minicap was confirmed during evaluation. The root cause was undetermined. A batch review was not performed as the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.